Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the display screen is frozen and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error, except that it happened during a bolus attempt. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.